Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info stating that the top display on an 840 ventilator was distorted. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacement of the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb), and gui to backlight inverter harness. Covidien was not authorized to repair the device.